Event description:
The customer reported the dap was not calibrated. No pt injury was reported.

Manufacturer narrative:
(B) (4). Results: dap. The ge svc rep calibrated the dap. The system operates as intended.